Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a CT of the chest on an unspecified date revealed a significant thrombus at the origin of the lvad outflow tract. The patent portion of the lumen had narrowed to 3 mm as compared to 4 mm previously. On an unspecified date, the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) of 1164 u/l (previously 320 u/l), supratherapeutic inr of 6.1, nausea, vomiting, shortness of breath and fatigue. Vad parameters were within normal limits. On admission, the patient was started on miv and sodium bicarb drip and later started on an heparin infusion when inr was 2.3. The patient was elevated to status 1a and received a heart transplant on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The report of suspected thrombus and a specific cause for the reported elevated ldh cannot be determined. A direct correlation between heartmate ii lvas, and the reported event could not be conclusively established through this investigation. The heartmate ii lvas IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. This document also provides information regarding anticoagulation therapy and the recommended inr range. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.